Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during servicing of the ht70 plus ventilator, the safety valve solenoid did not activate as expected. There was no patient involvement as the reported failure was found during servicing of the ventilator. The safety valve was replaced and the reported issue was resolved.